Event description:
The customer's parent called and reported the drive support cap on the insulin pump was loose and sticking out. Customer's blood glucose was not known. Troubleshooting was declined as insulin pump was not available. It was advised the insulin pump would be replaced and customer's parent declined to return the device for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.